Manufacturer narrative:
The date the device was returned to the manufacturer was reported as august 16, 2018 in the initial report and has been updated to august 15, 2018. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had damaged bearings, cover and sleeve and the tool could not be mounted. It was also determined that the device failed pre-test for cutter insertion and thimble lock operation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. Additionally, a review of the service history record indicates that the device had been returned previously for the same malfunction. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Reporter¿s name, complete address and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.